Event description:
It was reported that during patient use the blanket had condensation on it. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by providing instructions, and ensuring that no further support was required.

Event description:
It was reported that during patient use the blanket had condensation on it. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.